Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as a ¿piece of plastic¿ was seen on the end of a bd insyte¿ autoguard¿ bc shielded IV catheter after it was pulled out of the patient. At the time of this report, there was no mention of injury or medical interventions.

Manufacturer narrative:
DHR review was performed on the lot number 7311912. The lot number was built on afa line 11, from november 15, 2017 thru november 25, 2017. The review of the DHR revealed that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non-foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. In process samples for cannula tip quality and needle tip penetration were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review revealed no related reject activity for the lot number associated with this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Bd received one used iag/bc 20ga unit from the lot number 7311912. The unit consisted of the retracted needle/safety barrel assembly, catheter/adapter assembly and an opened package. Visual/microscopic examination showed there was more silicone lube (non-foreign) than normal on the catheter tip. Catheter tip rating: graded a 4 and (7), acceptable. Cannula tip quality: rated a b, acceptable. The defect foreign matter; as stated as the reported code was confirmed with the returned unit. The fm was observed of lubrication that is a material of construction added in the manufacturing process. The defect needle penetration difficult/painful as stated as the reported code was not confirmed with the returned unit. Root cause: foreign matter ¿ manufacturing. Needle penetration difficult/painful ¿ indeterminate. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.